Event description:
It was reported that the zimmer tissue bank dermatome wires were exposed and it sparked as it was being used. There was not report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.